Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. The malfunctioning pump is set to be returned for evaluation, and the customer has been issued a replacement pump.